Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.

Event description:
Customer reported that they had a low blood glucose value that was treated with glucose tablets and glucagon. Paramedics were then called. Customer did not say if smartguard was used. Pump memory later showed smartguard was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 14-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 14-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: 10/14/2023 00:00:00.000 dailytotalofallinsulindelivered: 302000 (30.2 u) dailytotalofbasalinsulindelivered: 212750 (21.275 u) dailytotalofbolusinsulindelivered: 89250 (8.925 u) 10/14/2023 14:27:54.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 58750 (5.875 u) bolusamountdelivered: 58750 (5.875 u) 10/14/2023 16:28:08.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30500 (3.05 u) bolusamountdelivered: 30500 (3.05 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 14-oct-2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap with a broken 1 heat stake post. The original battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 3.2 mmol/l and was admitted to emergency medical services. The customer's blood glucose value at the time of call was 10.1 mmol/l. The customer didn't experience any symptoms due to low blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours of the reported low blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.